Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for vibration anomaly. Patient's blood glucose at time of incident was 173 mg/dl. Customer reported that it insulin pump didn¿t vibrate after he bolus. Customer reported that insulin pump is set to vibrate, battery is not low. Pump did not vibrate during the vibrate test. The insulin pump will be returned for analysis.

Manufacturer narrative:
No vibration during the self test due to broken vibrator black wire. Pump passed the displacement test. No audio/beep alarm anomaly noted. Pump had cracked reservoir tube lip and minor scratched display window.